Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer stated via phone call that they were not using auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer states that insulin pump had critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies.